Manufacturer narrative:
Device 1 of 3.

Event description:
Unomedical reference number (B)(4) event occurred in the united states on 17 apr 2024, it was reported that infusion set tubing was leaking at infusion set site with 3 infusion sets which occurred in the past two months. The infusion set was in use for one day. The patient's blood glucose level at time of the issue was noticed around 300 -340mg/dl ; between 54-500 mg/dl (3.0-27.7 mmol/l) and infusion set was replaced and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.